Manufacturer narrative:
The DHR for the lot numbers provided were reviewed. There were no noted noncomformities during manufacturing and processing of this product and lot number. All items were noted as within manufacturing specification from the manufacturer. The device functioned as intended through testing, but did not locate the patient's nerve. The patient had underlying conditions that could of affected the product ability to locate the nerves. However, the customer was not able to provide enough information to determine a true root cause. There has been a total of (B)(4) sold since 2016 with one additional complaints recorded for a similar occurrence. The equates to a (B)(4) complaint rate and is determined to be low. Based on the above information, this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or the need for corrective actions, a follow up report will be submitted.

Event description:
The nerve stimulator would not stimulate the nerve during a left modified radical neck dissection when nerve was isolated by the surgeon. The stimulator was replaced the second device did not work. The surgical tech checked both devices, the tips touched, and the light activated, but neither would stimulate the nerve. There was no injury to the patient on a slight delay in the procedure.